Event description:
The clinic reported that a laser vision correction patient presented with folds/wrinkles in left eye one day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Flap lift and rinse was performed by surgeon and symptoms resolved on (B)(6) 2015. Bcva from (B)(6) 2015: right eye pre-op 20/20 -4.25 x -.50 x 140, left eye pre-op 20/20 -4.75 x 00 x 90. It was reported that event is not lasting and disabling and is not significantly interfering with daily activities.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.